Manufacturer narrative:
Result of investigation: this complaint has reported p/n 7772020lp and the samples received have p/n 777002m. Product now changed to p/n 777002m. Samples and photos were received for evaluation. A visual inspection was performed and no issues were found. Therefore, defect reported was not confirmed. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. This are the additional lot numbers are 0004086313, 0004106555, 0001191774, 0004120246, 0004122781, 000413675. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 7772020lp package assembly, infant flow, lp has a very different angle on medium mask than the small and large. The customer confirmed that there was no patient harm associated with the reported event. The sample was removed from the patient to prevent pressure injury and nasal occlusion.